Manufacturer narrative:
Qn#(B)(4). Visual examination has been performed based on photos submitted by the complainant. Device history records were verified during manufacturing. No balloon burst issues observed for the reference size 180605-16fr in affected sterile lot p22h03 and no failures during sampling inspection of inspection and finishing qa. Based on the mail received it is confirmed that the issue has occurred due to user error. As we have not received the actual complaint sample, investigation conducted with library sample to check whether the catheter balloon was burst. No issues observed in library sample analysis. In conclusion, the device history review and representative sample analysis carried out and found no observation of balloon burst issues. Since the actual sample not received from the complainant and the issue was related to user error, hence no root cause for this issue identified where risk analysis and safety corrective action not applicable for this complaint.

Event description:
Reported event: the distributor has reported that over 20 incidents of balloon rupture of the catheter. The rupture will happen 5-6 hours after the catheter is being placed in the bladder; catheter being used transurethral by an experienced urologist following the IFU. The incident is not isolated to one patient but happened with multiple patients.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: the distributor has reported that over 20 incidents of balloon rupture of the catheter. The rupture will happen 5-6 hours after the catheter is being placed in the bladder; catheter being used transurethral by an experienced urologist following the IFU. The incident is not isolated to one patient but happened with multiple patients.